Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was noted to be in a safety mode when interrogated after the patient experienced two appropriate shocks. In addition, the patient was experiencing diaphragmatic pacing.